Manufacturer narrative:
(B)(4). Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported stomal bleeding from "2 small cuts on the right side", largest was approximately "1/2" (units unknown). She was unsure of the cause. She stated that it might have been "from the wafer or the stomahesive paste", or a surgeon told her "it might be from the hernia", which she had been told she might need to have a surgical repair for or "she might have further bleeding". The end user went to emergency room the "week before last" to have the areas cauterized with silver nitrate which resolved the bleeding. She received "intravenous fluids and blood work". Reportedly, she was not admitted to the hospital. She did not require a blood transfusion. She was still using stomahesive paste, but "further out away from her stoma". She denied leakage under the wafer or skin irritation and her wear time was 3 days. She had been using this wafer "for a long time". No photo is available at this time.